Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-09018. It was reported that the patient has impedance issues on their thoracic leads. Surgical intervention may be pending to address this issue. That is all the information that is known at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the leads were explanted replaced. The ipg was also replaced electively. Post-operatively, stimulation therapy was restored.